Manufacturer narrative:
Concomitant medical products: 4398 lead, implanted: (B)(6) 2018, w4tr04 crt-p, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds and the patient had experienced dizziness. The lead remains in use. No further patient complications have been reported as a result of this event.